Event description:
It was reported that the patient experienced aseptic meningitis following implantation of the duraform dural graft. The surgeon did not attribute this directly to the duraform but wants to know if there have been any other occurrances. See 1226348-2005-00147 for second event reported by this customer.